Manufacturer narrative:
H3: product analysis: it was confirmed that the thread of the handle screw was deformed. The screw part at the end of the cable was deformed. Therefore, it could not be disassembled and the cable must be cut for repair. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a medtronic representative regarding a flex arm used during an unknown spinal therapy. It was reported that the flex arm was loose. It could not be tightened completely. It was unknown if there was a patient involved in the event. No further complications were reported/ anticipated.